Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. An echocardiogram may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
The physician reviewed the patient's cardiomems readings in comparison to data from an echocardiogram that was performed on (B)(6) 2023 during the patient's annual checkup. The physician requested that the sensor be recalibrated based on the data from the echocardiogram. The sensor baseline was adjusted via the patient network database and the baseline was increased by 13 mmhg.